Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) dropped from three years remaining longevity to less than three months explant. The patient received one anti-tachycardia pacing (atp). Analysis showed that there was no low voltage fault declared but the device was depleting in a manner consistent with the low voltage capacitors advisory. There were no other suspicious faults or resets stored within device memory. The device hardware was not detecting the loss of battery energy. Because of this, the battery status indicators were not reflecting the depletion condition and were inaccurate. The device was malfunctioning. The device should be replaced and returned to for detailed analysis. The device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) dropped from three years remining longevity to less than three months explant. The patient received one anti-tachycardia pacing (atp). Analysis showed that there was no low voltage fault declared but the device was depleting in a manner consistent with the low voltage capacitors advisory. There were no other suspicious faults or resets stored within device memory. The device hardware was not detecting the loss of battery energy. Because of this, the battery status indicators were not reflecting the depletion condition and were inaccurate. The device was malfunctioning. The device should be replaced and returned to for detailed analysis. The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned energen ICD was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was not recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. This particular device was not included in the advisory population. The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.